Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted : (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire pacing system was explanted due to infection. The patient was treated with antibiotics and the system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.